Event description:
A health care professionl (hcp) reported that thirty seconds into treatment on a system 1000 device, a patient observed a large air bubble in the venous tubing and then experienced chest pressure and ear pain. The treatment was stopped. The hcp reported that there was no device air alarm. The patient was placed in the trendelenburg position, administered oxygen and 911 was called. The patient was transferred to the hospital where x-ray confirmed the presence of air. The patient was admitted for 24 hours and has fully recovered. The patient has since been back to the dialysis facility for treatment with no further problems.